Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in hospital due to high blood glucose level. Customer¿s blood glucose level was high. Customer stated that the rail clip was broke off. Customer was using auto mode of insulin pump. The insulin pump will be returned for analysis.